Event description:
Negative bias has been observed on rheumatoid factor (rf) igg patient results since the installation of liquid specific calibrator (lsp) lot 244560 on an advia 1800 instrument. No corrected reports were required due to the negative bias. There are no known reports of adverse health consequences or patient intervention due to the negative bias on rf results.

Manufacturer narrative:
The initial MDR 2432235-2012-00461 was filed on (B)(4) 2012. (B)(4) 2013: additional information: the manufacturer of the advia chemistry liquid specific protein (lsp) calibrator investigated the decreased recovery of the rheumatoid factor (rf) assay when using lsp calibrator lot 244560. It was discovered that the procedure for revalue assignment was not followed when rf was restandardized in 2011. For u.s. Customers, a customer notification (customer bulletin # 10814872: advia chemistry liquid specific protein calibrator lot #244560 reassignment ), and for customers outside the u.s., an urgent field safety notice (ufsn 10814871: advia chemistry liquid specific protein calibrator lot #244560 reassignment) was sent to customers in april 2013. The cause of the decreased recovery of the rf assay when using lsp calibrator lot 244560 was the manufacturer's failure to follow manufacturing instructions. The reagent is performing according to specifications. No further evaluation of this reagent is required.

Manufacturer narrative:
The cause of the negative bias on the rf assay on an advia 1800 instrument with use of the lsp calibrator lot 244560 is unknown. Siemens is investigating this issue.